Manufacturer narrative:
Technician found that the brakes were not locking in brake position. Replaced the casters to resolve this issue.

Event description:
Brakes were not working correctly. Brakes not locking. No injury reported.